Event description:
Reporter requested a log review for a suspected over infusion of epinephrine. The following event details were provided: an emergency department nurse programmed an epinephrine dose at 0.06 mcg/kg/min and got a soft minimum guardrails alert which would have been appropriate for this dose. She over-rode the guardrails alert. About 1 hour later, when the pt was in picu, the infusion was found running at 66, so reporter wonders if there was a programming error with a misplaced decimal point. Although several people verified, they saw the soft minimum alert, the customer found no guardrails alerts in the cqi data during the time frame for epinephrine infusions. The pt is still in the hospital with septic shock and multi-organ failure. She had vital sign changes, and also had st depression which resolved when the epinephrine was stopped; it was later restarted at 0.04 mcg/kg/min. Biomed added that given the clinical status of the pt, the contribution of this medication error on pt status cannot be determined. Medication/fluid concentration: epinephrine 100mcg/ml concentration. Ordered at 1.14 mcg/min or 0.06 mcg/kg/min. Profile used for programming: critical care.

Manufacturer narrative:
(B)(4). Customer has provided event/error logs, and data set. Customer has stated the product will not be returned at this time because he wants to begin with a log review. A follow up report will be submitted once the investigation has been completed.